Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This :one service replacement hyster morcellator mdu, part number 7209807s was received on (B)(6) 2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Complaint of failure to fit in control unit receptacle and failure to lock in blades could not be reproduced. Hand piece was tested in 3 different control units and with 3 different blades. All 3 blades locked in correctly and cable connector fit in all 3 control unit receptacles. All functions perform as expected. No problem found. Product was shipped as a service replacement to customer on (B)(4) 2015. No blades were returned with unit for analysis. (B)(4).

Event description:
It was reported that during a hysteroscopy procedure, the device was not receiving blades and will not plug into generator. There was no back up device available. The patient was released with no complications. The procedure was completed with a traditional dilation and curettage.